Event description:
It was reported that the universal oscillating saw attachment would not allow the blade to lock in during surgery. The surgery was completed using an alternative set of devices. It was reported that surgery time was extended between 0 and 15 minutes. There was no report of pt injury associated with the event. No additional clinical information was received prior to this report.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.